Manufacturer narrative:
Correction to section h6 device codes, a24 was removed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after completion of pulsed field ablation, atrial flutter occurred so cavotricuspid isthmus (cti) ablation was performed. When attempting to deflect the tip of the faradrive within the right atrium, it became completely immovable. The same faradrive sheath was used during the pulsed field ablation procedure and no issue was seen with steering mechanism during the procedure. When the faradrive was checked outside the body, it could not be moved at all, likely because the wire of the steerable sheath was broken. The patient had a somewhat difficult anatomy. Stress may have been applied to the sheath during the pulmonary vein isolation. When the faradrive was pulled from the left atrium to the right atrium in preparation for the cti, it is possible that this may have caused final damage to the deflection wire. The procedure was completed using non-boston scientific sheath. No patient complications occurred. The product is not expected to return for analysis.

Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after completion of pulsed field ablation, atrial flutter occurred so cavotricuspid isthmus (cti) ablation was performed. When attempting to deflect the tip of the faradrive within the right atrium, it became completely immovable. The same faradrive sheath was used during the pulsed field ablation procedure and no issue was seen with steering mechanism during the procedure. When the faradrive was checked outside the body, it could not be moved at all, likely because the wire of the steerable sheath was broken. The patient had a somewhat difficult anatomy. Stress may have been applied to the sheath during the pulmonary vein isolation. When the faradrive was pulled from the left atrium to the right atrium in preparation for the cti, it is possible that this may have caused final damage to the deflection wire. The procedure was completed using non-boston scientific sheath. No patient complications occurred. The product is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.